Event description:
A report was received that a patient underwent an explant procedure due to the leads displaying high impedances on multiple contacts. The physician assessed that the lead was partly damaged before it's explantation.

Manufacturer narrative:
(B)(6). Additional information was received that the lead appeared to be fractured.

Event description:
A report was received that a patient underwent an explant procedure due to the leads displaying high impedances on multiple contacts. The physician assessed that the lead was partly damaged before it's explantation.

Event description:
A report was received that a patient underwent an explant procedure due to the leads displaying high impedances on multiple contacts. The physician assessed that the lead was partly damaged before it's explantation.

Manufacturer narrative:
Visual inspection revealed the lead was cleanly cut near the proximal end. This type of damage is a result of a typical explant procedure and it is not considered a failure. In addition, the lead body was lacerated causing cables to be exposed at two locations, near the proximal end. X-ray inspection confirmed three fractured wires near the proximal end. The lacerations to the lead body appears to have been caused by a surgical tool since it is a clean cut.